Event description:
It is reported that the device was implanted in 2007. Pt was admitted for revision of right total hip, secondary to pain, repeated dislocations and decreased range of motion. Revision surgery occurred in 2008.

Manufacturer narrative:
The trilogy liner was not returned for review, and no x-rays were provided. With the info presented, it was not stated which stem was used for the total hip. Additionally, the surgeon used a depuy s-rom metal on metal 36mm +9 11/13 cone femoral head. While it was confirmed that zimmer 'approved the combination" of liner to shell and screws to shell, it is probable that the femoral head is not compatible with the trilogy liner. As stated in the risk analysis, if a surgeon uses a head with an incorrect diameter, neck length or taper type, the head will not articulate with the proper liner, will not be adequately stable and/or will not mate properly with the stem taper. It is probable that the depuy head, matched with an unk stem and trilogy liner, provided to be unstable, possibly resulting in the alleged repeated dislocations and decreased range of motion. Additionally, the pt was reported to have myotonic dystrophy and degenerative joint disease. Although symptoms may vary, it is possible that djd (osteoarthritis, decreased movement and regional muscle atrophy) may have contributed to the alleged decreased range of motion. Cause cannot be definitively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It was not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer considers the investigation closed.